Event description:
During routine testing of the device at the service center, the service technician reported the spring compressor in side b of the calibrator was rusted. This calibrator was originally returned for repair due to the device not calibrating when the rusted spring compressor was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.